Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the power complaint was verified in the history, but not able to be duplicated during investigation. There was a history of pump reboots found in the black box history. The battery compartment was cracked, but there was no damage found to the returned battery cap. The battery cap was able to be secured to the pump and there were no power interruptions duplicated when the pump was exercised for 24 hours. There were no battery cap connection defects observed and the height and width were within normal limits. There was no evidence of internal moisture or damage to the power circuit board or battery flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.